Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the device is failing the shock test - only reaching 175j wen 200j is selected. There was no patient involvement.